Event description:
Info received indicates the right head brake caster still rolls when in the brake position.

Manufacturer narrative:
The technician found the brake caster needed adjusting. He adjusted the brake caster to repair the bed.